Event description:
The customer contacted stryker to report that their device unexpectedly aborted a shock. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported the patient involved in the reported event did not survive. It could not be determined if the device malfunction contributed to the patient outcome.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient data within the file to determine the device's contribution to the reported outcome. Additionally, the customer described the device being used for double sequential defibrillation, which is an off-label use not recommended by stryker.

Event description:
The customer contacted stryker to report that their device unexpectedly aborted a shock. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported the patient involved in the reported event did not survive. It could not be determined if the device malfunction contributed to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue could not be verified or duplicated. The customer advised stryker that they had performed double sequential defibrillation shocks during a patient event with this device. The cause for the reported issue was off-label use of the device. The device passed functional and performance testing and was returned to the customer.